Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2013. Asr xl acetabular system - left. Reason(s) for revision: pain. ***update received 22nd july, 2013. Lot number added to stem.*** update nov 17, 2017: email notification from (B)(6) received. Updated product information. This complaint was updated on nov 17, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26722. Reason for original complaint ¿ asr revision to take place on (B)(6) 2013 asr xl acetabular system - left reason(s) for revision: pain ***update received 22nd july, 2013. Lot number added to stem.*** update nov 17, 2017: email notification from (B)(6) received. Updated product information. This complaint was updated on nov 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.